Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was retained by the customer and will not be returned to the service center. After multiple attempts to retrieve device, no information was provided, therefore, device is not available for a physical evaluation. This complaint is not confirmed. The initial report stated that ¿fluid from bags was over flowing pump fill chamber.¿ no further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. No serial number was provided which precludes conducting a device history record review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. Depuy synthes has been informed that the serial number is currently not available.

Event description:
It was reported by the sales representative that during a procedure, fluid from the bags were over flowing the pump fill chamber. It was further clarified that the pump was just erratic, and it started filling the fill chamber rapidly. There was no delay. The event occurred towards the end of the case and the procedure was completed. There was no patient consequence.